Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s and non-penumbra microcatheter. During the procedure, the physician inserted a pod8 into the microcatheter and after advancing the pod8 approximately 20 centimeters in the microcatheter, it became stuck and would not advance any further. The physician therefore removed the pod8 and flushed the microcatheter. However, while attempting to re-advance the same pod8 through the microcatheter, the same issue occurred and, therefore, the pod8 was removed. It was reported that the pod8 might have been damaged during the advancement into the microcatheter. The procedure was completed using a new pod8s, two pod packing coils (pod pcs) and, the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). The pull wire within the ddt alignment feature was distal to the ddt. The non-penumbra microcatheter was kinked approximately 34.5 cm from the hub. Conclusions: evaluation of the returned pod8 revealed that the pull wire within the pusher assembly was protruding distal to the ddt. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, the pod8 was advanced through its introducer sheath with resistance. Subsequently, the pod8 was advanced through a demonstration lantern without an issue. The pull wire protruding distal to the ddt may have contributed to the resistance experienced during the procedure and during the functional test. Evaluation of the returned non-penumbra microcatheter revealed a kink. It was reported that this kink occurred post procedure; therefore, the root cause of the initial resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: (B)(4).